Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified a stall residue on the gear pinion of the motor gear train. Analysis also identified corrosion in the gear train and the stall algorithm was not triggered, no stall alarm. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis with no allegation against the device. The drug being delivered and the indication for use were not reported. There were no symptoms reported. There were no further complications reported/anticipated.